Manufacturer narrative:
(B)(4).

Event description:
Patient had 3 episodes that appear to show noise. The noise is on both the atrial and ventricular channel. The sensing, impedance, and thresholds are all within range. The lead was capped and replaced on (B)(6) 2018 due to a lead fracture.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.